Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple minimum fill messages and inaccurate fill estimates using multiple cartridges. The customer's blood glucose level was not impacted. Tandem technical support reviewed the pump data and found that the customer was not overfilling and confirmed the reported information. The customer was to use insulin pens to manage diabetes.

Manufacturer narrative:
The reported issue was confirmed during device testing in addition to a usb connector issue.